Event description:
It was reported that the external pulse generator (epg) failed to capture. It was noted that the epg was tested with different cables to troubleshoot the issue however it still failed to capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.